Event description:
It was reported that, "drill hit recon nail."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.